Manufacturer narrative:
The complainant indicated that the device has been disposed, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous obtuse marginal (om) branch. The taxus express2 drug eluting stent was placed and the quantum maverick monorail balloon was being used to post dilate the stent. The physician advanced the quantum maverick balloon but upon inflation it ruptured at 8 atms. The number of inflations and to what atms is unknown. Following removal of the device, the physician noted a pinhole on the proximal end of the balloon. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good".